Event description:
The customer reported that ventilator alarmed and shut down while operating on backup battery power when moving a patient. The customer reported there was no patient harm. The MFR's service technician reported the unit was equipped with an external battery and back up battery. The service technician reported finding the external battery switch set to the off position. The customer was running the ventilator off of ac power, so the backup battery was in use which had become depleted during use, resulting in the ventilator alarming and shutting down. The backup battery was replaced as a preventive measure, extended self testing (est) and performance verification testing was completed and all tests passed to specifications. When the ventilator is equipped with a back up battery and it is in use, the ventilator alarm indicating the backup battery is the power source for ventilator operation. The user allow the backup battery to deplete upon use, contributing to this event.

Manufacturer narrative:
Na